Manufacturer narrative:
The device and the lens were returned in the carton. The plunger lock and lens stop have been removed and returned. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. The lens was returned outside the device. One haptic was broken, adhered in dried solution to the anterior optic surface. The broken haptic distal edge and tip edge were scraped. It is unknown if the broken haptic was the reported "complication". The used device has an aneurysm that has folded the nozzle tip and the tip was bent. The carton was severely damaged. It is unknown if the damage to carton contributed to the damage to the nozzle tip. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was used. The root cause could not be determined. The reported complication was not specified. The lens and the used device were returned separately. The lens has a broken, damaged haptic. The device nozzle tip had an aneurysm and was bent. This would indicate that the lens and/or plunger were not in the proper position for advancement while in the tip area. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: if the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that indicated the surgeon suspected the posterior capsule rupture was due to sudden let go of the injector plunger. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the posterior capsule ruptured upon lens implantation. The lens was explanted and replaced with backup lens during initial procedure. The procedure was completed on same day. The surgeon suspected due to sudden let go of the injector plunger. Additional information has been requested.